Event description:
It was reported that when using the bd pyxis¿ es server, delayed etl process and server moved slow or not responded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the server and reviewed the extract transform load (etl) process, including job history confirming it was running as expected every 5 minutes with no delays observed. The findings were communicated to the customer, who confirmed that there were no further issues. Permission to close the case was requested and granted by the customer. The system functioned as intended when the technical support specialist verfied the device.